Event description:
It was reported the external devices were unable to communicate with the scs ipg. The patient has been without stimulation for about a month. Replacement devices were sent to the patient, but the issue continues. The patient wants to have the ipg replaced, but will likely wait for at least a year to have the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.